Event description:
It was reported that during implant attempt, the patient experienced asystole due to pacing inhibition, and there was noise on both atrial and ventricular channels. Sensing difficulty was also reported. The device was not used and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.